Manufacturer narrative:
The device was received for evaluation without a pouch and an evaluation is complete. A visual inspection was performed with the naked eye and no abnormality was observed. Functional testing was performed which included full therapy and underwater pressure testing. The device passed all testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leakage around a homechoice cassette. There was patient involvement. This issue was found after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.